Event description:
It was reported that the insulin gauge on the customer's pump displayed a different amount than expected, with a static fill estimate of 105 that did not change despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support explained to the customer that this issue might occur due to a variance in the measured pressures used for calculating insulin remaining, assuring them that the fill estimate would resume normal countdown once the insulin matches the displayed static value. The customer understood and acknowledged the explanation.